Manufacturer narrative:
Continuation of d10: product ID cd9000 serial# (B)(6) product type multiple therapy product h3: analysis of the recharger (B)(6) found that the flash sector read/write protection bits have become set. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that when the recharger is placed on the charging dock the green light flashes but does not start charging. Resetting did not resolve the issue. When removed from the charging dock the recharger does not turn on.